Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16702.

Manufacturer narrative:
B5: the customer stated that they had just replaced the flow sensor assembly and the data acquisition (da) printed circuit board assembly (pcba) for an issue of the volume not being displayed. After those part replacements is when the user encountered the 111c. The customer stated it is occurring with both the new and old parts installed. The customer stated that the motor controller (mc) pcba was removed for the flow sensor assembly replacement and the blower was no longer running. The customer was advised to remove the mc pcba and check all connectors/components for damage. If none was found, then reinstall the original flow sensor and da pcba. If the alarms do not clear, then the customer was told to replace the mc pcba. If the alarms did clear, then the customer should reinstall the new components. If the alarms then reoccur with the new parts installed, then the customer was instructed to contact philips parts to request a new da pcba under parts warranty. Multiple good faith efforts (gfe) were attempted to obtain further information/confirmation of the troubleshooting, part order, part replacement, and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator, stating that the unit had a check vent alarm- 111c, indicating the analog to digital converter (adc) failed. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.